Event description:
It was reported that the night after implant the patient experienced diaphragmatic stimulation. The right atrial lead exhibited loss of sensing and it was noted it had dislodged. The lead was explanted and replaced. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).